Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid 10 mg/ml at a dose of 3.89 mg/day via an implantable pump for spinal pain and chronic low back pain. It was reported on (B)(6) 2016 that the patient was refilled with 40 ml of drug at about 2 p.m. On (B)(6) 2016 and that at around 5 p.m. That day the patient presented to the ER with overdose-type symptoms including dilated pupils and difficulty breathing. The pump reservoir was aspirated and about 38 ml were removed and then put back into the reservoir. It was suspected that a pocket fill occurred. It was alo noted that at a previous refill on (B)(6) 2016 the patient reported "feeling off" shortly after it but did not require medical attention. Further information was received from the representative on (B)(6) 2016. It was noted that it was the managing hcp that went to the ER the evening of the refill and took medication out of the pump and put it back in. A pocket fill was not confirmed but it was noted that 38 ml of drug was aspirated just a few hours after the pump was filled with 40 ml. The patient's overdose-type symptoms were indicated to have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.